Event description:
It was reported in a literature article, a case where during advancement of the microcatheter (subject device) to a left middle cerebral artery occlusion, a part of the clot migrated to a vessel branch. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the event is unknown. (B)(4). The subject device was not returned.

Manufacturer narrative:
Additional mfg narrative:the subject device was not returned; therefore, an analysis could not be performed. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported in a literature article a case where during advancement of the microcatheter (subject device) to a left middle cerebral artery occlusion, a part of the clot migrated to a vessel branch. No additional information is available.